Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the right ventricular lead exhibited low impedance measurements, loss of sensing and increased capture thresholds. The patient was switched to unipolar mode and the lead impedance dropped but the sensing and capture values were within range. The physician elected to leave the lead programmed to unipolar mode and continue to monitor the patient.